Event description:
It was reported that on or about (B)(6) 2021 the patient underwent an open reduction and internal fixation of a right periprosthetic distal femur fracture and femoral supracondylar fracture, which involved the use and implantation of a 4.5mm variable angle distal femur limited contact condylar plate and screws which subsequently malfunctioned or failed on or about (B)(6) 2021 causing injuries to the patient. The patient sustained bodily injuries, pain, suffering and shock to her nerves and nervous system; was caused to be incapacitated from her usual activities and employment. This report is for one (1)unk - screws: trauma. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unk screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.